Event description:
The hip traction boot clamp kept slipping. This was noted at the start of the operation before the surgeon scrubbed (during positioning). The plastic clamp was changed to a new one. It slipped again (during positioning) so the surgeon tapped it. This stopped it from slipping again. Slight delay in operation due to this but no harm to patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.